Event description:
The customer reported that the device stopped cutting during a laparoscopic hysterectomy. At this time, a piece of the device broke off and fell into the pt cavity. The piece was removed from the pt and there was no injury. The device was returned to covidien and visual inspection found that the webbing was protruding from the hinge area.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.